Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported during an ankle procedure, the surgeon inserted the ar-8925t implant system, as he was tensioning the suture release tab, the suture broke. The broken suture and device was removed from the patient. The case was completed using anew ar-8925t same lot number.